Event description:
It was reported that after the iab was inserted and connected to the pump, the balloon failed to unwrap and inflate. Then, the pump alarmed. The iab was removed and replaced. There were no pt complications.